Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. This report is for unknown quantity of unknown matrixrib screw. Part and lot numbers are not provided. Without the specific part and lot number, the UDI is not available. (Therapy date): implanted (B)(6); exact date is unknown. Unknown if the implants have been explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): unknown, as specific part and lot numbers for matrixrib screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgery 11 months ago, when a titanium rib matrix plate construct was implanted. Postoperatively, on an unknown date the patient returned to the doctor's office due to post-operative pain and was requested a tomography. According to the distributor, the tomography detected the "plates" had detached from the patient's bone structure. No fragments were generated. It is unknown at this time if the titanium rib matrix will be returned. Limited patient information has been reported to date. The complained devices are reportedly in the possession of the hospital and will not be returned. There is no information available regarding the explant of the devices. Concomitant devices reported: titanium rib matrix plate. This report is for unknown quantity of unknown matrixrib screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Translated tomography report was received. Tomography report translated as follows: analysis: presence of internal fixation plates, metallic in costal arches of the left hemithorax, I note that one of these plates, in part of its extension, does not have contact with the costal grid protrudes toward the subcutaneous planes of the anterior thoracic wall, in the parasternal region, axial level of the xiphoid process parenchyma lung with heterogeneous morphology and attenuation, with areas of hyper transparency permeated by parenchyma with normal attenuation. Great airways of anatomical aspect. Absence of mediastinal lymphadenopathy. In axillary or supraclavicular regions: coration, pericardium and large vessels of the mediastinum without detectable. Abnormalities to the method: mildly calcified atheromatosis, affecting the left coronary artery. Absence of thickening, effusion or other pleural abnormalities; review: presence of metallic internal fixation plates in costal arches of the left hemithorax. Note that one of these plates, in part of its extension, does not have contact with the costal grid protrudes toward the subcutaneous planes of the anterior thoracic wall, in the parasternal region, the axial level of the xiphoid process. Inhomogeneous attenuation of the pulmonary parenchyma, which may be related to small airways. Corrected data: explant confirmed, quantity of concomitant device updated. Concomitant therapy date reported as eleven (11) months prior to (B)(6) 2017. Common name, device code. Date of explant is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Affiliate confirmed the explant of the titanium rib matrix plate construct. The date the plate and an unknown number of screws were removed is unknown. There are no other details available. Concomitant devices reported: titanium matrix rib plate (part number unknown, lot number unknown, quantity 2).

Manufacturer narrative:
The received x-rays were reviewed and the complaint condition could be confirmed as the medial plate was found to be pulling away from the bone. Based on the x-ray it appears that the medial-most 4 screws are either fully pulled-out or partially pulled-out of the rib. No definitive root cause could be determined with the provided information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.